Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. The insulin pump passed displacement test. The insulin pump had cracked battery tube threads, reservoir tube lip and scratched lcd window.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times during rewind. Troubleshooting was performed, and the displacement test failed. The drive support cap appears not to be damaged. No further information was provided.